Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 166665: 110 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the issue. To date, 92 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is confirmed as staphilococcus aureus. The surgeon revised the insert. The surgery was completed successfully.